Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1266 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(4).

Event description:
It was reported rep received phone call. Reported hissing sound when flushing line. Advised to attend unit. Fracture noted at 1.2cm mark. PICC removed and booked in for new PICC line.